Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain one on the home choice (hc). The home patient (hp) was connected at the time of the event. The home patient (hp) stated they had received the alarm and disconnected. The hp stated they had turned the hc off. The hp stated they did not want to answer troubleshooting questions and did not want to continue therapy for the night. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.